Event description:
As a result of an internal review of the file, reporting that ultrasound (us) oscillation did not occur during the cataract [with intraocular lens (iol) implant] surgery. The handpiece was replaced but did not pass the test during surgery and test. The cassette was replaced, and surgery was completed. There were no reports of patient harm. The event is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Corrected information has been provided in b.5. As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ultrasound (us) oscillation did not occur during the cataract [with intraocular lens (iol) implant] surgery. The handpiece was replaced but did not pass the test during surgery and test. The cassette was replaced, and surgery was completed. There were no reports of patient harm. Additional information received that the handpiece and pak were replaced, but the problem persisted. The surgery was temporarily stopped, the patient was taken out of the operating room, the cassette was replaced with one from a different lot, the system was restarted, and the surgery was continued and completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).